Manufacturer narrative:
510k: this report is for three unknown 5.mm cannulated screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a hardware removal of one (1) unknown 3.5 mm locking screw that was broken and one (1) unknown 5mm cannulated locking screw that was cold welded to 4.5mm locking compression plate (lcp) proximal tibia plate 12 holes/226mm left due to infection. The plate had to be cut away to remove the screw. All implants including three (3) unknown 5.0 mm cannulated screws, six (6) unknown locking screws, four (4) unknown cortex screws, (1) unknown locking screw, and one (1) unknown cannulated screw were removed successfully. There was difficulty removing the fragments that were generated from the broken device and trephine was used to remove the screw head. Original implantation was on (B)(6) 2015, for an open reduction and internal fixation (orif) of the proximal tibia. The procedure was completed successfully. There was no surgical delay. The patient outcome was stable. This complaint captures the post-operative infection and broken screws. The intra-operative event involving the plate being cut away is captured under related complaint (B)(4). This report is for three unknown 5.mm cannulated screws. This is report 3 of 7 for (B)(4).